Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, lot# va08zq2028, implanted: (B)(6) 2013, product type lead; product ID 3778-60, lot# va08zq2028, implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had her device repositioned lower into her buttock area with the hope that it would be a more comfortable position. The stimulation continued to help her pain and programming was kept the same. Five days later, it was reported that the patient had increased pain at the incision site prior to the revision. The event resolved without sequela on (b(6) 2013.

Event description:
It was reported that the patient had a rash on the skin and pain at the pocket site. The patient also had redness. The health care provider (hcp) was concerned it was an allergy. The patient was scheduled to meet at the hcp¿s office the day of the report and the course of action was unknown. The next day it was reported that the patient developed a rash lateral to the incision site of the lead and at the implantable neurostimulator (ins) site. It was seen at the post-op visit the day of the report. The patient¿s status was ¿fair¿ and was going to see an allergist to determine if she is allergic to any of the materials in the device. It was revealed that the patient was allergic to ¿many different things such as contrast, bedadyne, fentanyl, and nexium.¿ the following day it was reported that the patient was doing well with stimulation, but still had the rash. The patient also had a systemic reaction including redness and rash on her arms, face, neck, etc. The next day it was reported to be an allergic reaction. About a week and a half later it was reported that the device was working as intended and the incisions looked wonderful, but the patient ¿could barely walk through a store without being in dire pain.¿ the patient¿s shoulder hurt from sleeping on the opposite side from where the implant was put in. The patient¿s blood and urine tests came back clean and the patient had seen the hcp ¿several¿ times. The reporter felt that the patient was getting worse. The patient also had visceral hypersensitivity in her gut and had to ¿come home from shopping yesterday due to the pain she was in.¿ four days later it was reported that a lead revision was scheduled for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.